Event description:
The customer reported having a message to change the sensor when he has been with it only for three days. The caller did receive an alert during initialization and a bad sensor alert after a second consecutive calibration error. The customer also stated having accurate readings from his sensors. Then the customer stated that the day before he was on his motorcycle and his sensor was showing a reading of 80, but his actual blood glucose was 40mg/dl. The customer called to the paramedics, but he did not go to the hospital. The customer was given an IV of d50 and IV fluid. They also put him on a cardiac monitoring. Called was disconnected. Attempted to call the customer back, but it was unsuccessful. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-84338.